Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm micl 13.2 implantable collamer lens of -14.5 diopter lens tore upon insertion into the patient's left eye (os). The lens was implanted and removed and replaced intra-operatively on (B)(6) 2022; for the same model,size and diopter lens. Reportedly the problem was resolved. "Patient is bothered by nighttime haloes." The cause is reported as device. See MFR# 2023826-2022-01436 for the exchange lens.